Event description:
It was reported that 5 days post implant of the implantable pulse generator (ipg) system, a remote pacemaker transmission revealed high right ventricular (rv) lead thresholds. An in office test confirmed that thresholds were high. The caller reported the patient had been brought in via ambulance for an issue not related to the ipg system. It was noted that the patient was in atrial fibrillation (af). Additional information was later received from review of the manufacture's database that the patient was deceased. Information was requested regarding the death of the patient but not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The exact dates are unknown. (B)(4).